Event description:
Patient called to report concern for the prometra pain pump, which he had implanted six months ago. Patient said he received a (B)(6) delivered letter today, stating an "urgent medical device correction", regarding his pain pump, has been put in place as a per caution. The letter stated that a patient had died due to wearing the pump during an MRI. The caller stated he recently had MRI testing done, and was concerned that this issue could have impacted him. He would like to get the word out to the public to keep people aware of this problem.